Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 percutaneous vertebroplasty was performed on. The balloon burst while it was being inflated. The contrast medium in the patient¿s body was cleansed with saline and no balloon fragment was left in the body. Procedure was completed successfully with less than (30) minutes surgical delay without further balloon deployment in the lesion. This report is for one (1) vbs w/balloon sm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot : part # 09.804.600s, synthes lot # j002434, supplier lot # 82213553, release to warehouse date: 15feb2021, expiration date: 01feb2024, supplier: (B)(4). Ncr 51576 was generated during data parameter not recorded ¿ documental issue. This non-conformance is not relevant to the adverse impact in the product due to data parameter not recorded, since the process have inspection controls in place that ensure that the product met the specification, also the line clearance records and equipment records supports that the operation parameter was executed correctly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.